Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was noted that the battery compartment wa cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-mar-2020 with the following findings: a review of the black box indicated that the data from the event date was unavailable for review due to continued pump use. A review of the pump¿s alarm history showed no evidence of short battery life. During investigation the battery compartment was found to be cracked. The pump¿s electrical draws were tested and¿ found to be within required specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.